Event description:
User facility reported that blade broke inside the handpiece during a procedure. All the broken pieces of the blade were found. No surgical delay and no medical intervention or adverse consequences were reported.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
User facility reported that blade broke inside the handpiece during a procedure. All the broken pieces of the blade were found. No surgical delay and no medical intervention or adverse consequences were reported.